Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called because she had been receiving false high readings on the meter. She received a reading of hi and did not experience any symptoms at the time of testing. She contacted a medical professional for advice. Greater than 30 minutes later, she was tested on another device and received a reading of 12.9 mmol/l. Nurse did not treat the patient. Nurse changed the unit of measurement for the patient. Test strips were in good condition and not expired. She did not have control solution to check the test strips. Meter was set to the incorrect unit of measurement; however, the patient does not recall going into the set up mode. This case is being reported as a malfunction, since the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the patient accidentally changing the settings.